Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 06544, 0001825034 - 2018 - 06546, 0001825034 - 2018 - 06547. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had aspiration under fluoro. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 51-104170 taperloc femoral stem unknown lot. 13-104058 modular head ringloc shell unknown lot. 650-1064 ceramion taper sleeve unknown lot. Unknown e1 maxrom liner unknown part and lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.